Manufacturer narrative:
Fe replaced the probe and wash block. Reader camera final adjustment is 119 within specification of 101 to 128. All repairs and adjustments were performed following current service cd. Fe ran waddiagnostic for all appropriate verifications which were ok. Customer started qc then accepted all repairs and qc results. Repairs have returned this instrument to expected operation. No erroneous results were reported. (B)(4).

Event description:
Account reports hemolysis and mixed field reactions observed with daily qc and patients for the abd/reverse cards only (forward type primarily); screens are not affected. During troubleshooting account tried multiple lot numbers of reagents. It does not appear to be lot related. Account made up new wash a and wash b which did not help. Account harvests their own qc material - known ab pos and o neg patients. Account has tried harvesting a new set of samples but received the same results. No instrument error codes were received. The only flag the customer had was the presence of hemolysis and mixed field reactions. Issue started on (B)(6) 2018; occurred multiple times.